Event description:
Either a safety plate needs to be added to the chair to stop its downward decent if something is under the chair, a warning label needs to be placed on the base plate informing technicians not to put the foot switch on the plate, or the plate needs to be modified so that it is impossible to place the foot switch on it.